Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during a laparoscopic sleeve procedure, upon firing, the reload only partially stapled and had poor staple formation, only part of the staples were deployed. In order to complete the case, the surgeon had to remove and re-staple with new reload. No patient injury has been noted.